Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
The customer reported via phone call that they had to go to the emergency room with blood glucose of 520 mg/dl. Customer's other blood glucose value was unknown. Customer reported the infusion set cannula was bent. The customer did not provide details regarding symptoms and treatment of high blood glucose. The customer was wearing the insulin pump during the hospitalization. The insulin pump was not expected to be returned for analysis.